Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer installed a new half-height drawer to enhance service and performance, transferring all pockets from the old drawer to the new drawer. The new drawer's functions were fully operational, and no issues were observed during testing. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer failed to open. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.